Event description:
The customer spoke with a company representative on the phone and reported that the insulin pump was requiring frequent battery changes, there was condensation inside the screen, and the low insulin alarm was not working. The customer declined to be transferred for further assistance and troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.